Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, high blood glucose levels, and vomitting. The blood glucose reading was over 600 mg/dl. The customer's mother stated that the customer had been hospitalized 3 times for high blood glucose in a 4 week span. At the first event, the infusion set cannula was found bent. A week and a half later, she experienced high blood glucose again, followed by another hospital visit. The customer had been wearing the insulin pump during the events. The caller also mentioned that the customer was classified as having special needs. She reported that the insulin pump had a stripped battery cap that could not be removed. She then stated that she was able to remove the battery cap later on, but she felt that if she removed it again, it would not secure in place thereafter. Advised that a replacement battery cap would be sent. Nothing further reported.